Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was replaced valve-in-valve and remains implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 2 years post-implant of this bioprosthetic valve, aortic insufficiency required a valve-in-valve implant of a transcatheter bioprosthetic valve, resolving the issue. No adverse patient effects were reported.